Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump fell off her body and hit the ground and cracked and she was getting an error. Battery compartment was cracked and the sticker on the back was rubbed off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify e/a alarm due to the failed battery test alarm. Device had serial number label damage, missing display window cover, cracked keypad overlay, broken battery tube threads, cracked case corner of belt clip rails. Device p-cap / test reservoir locks in place properly and no anomaly noted.